Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. Peritonitis was manifested by diarrhea. On the same day as onset of peritonitis, the patient was hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with keflin (intraperitoneal (ip), 250 mg x4, duration of 14 days, frequency not reported) and fortum (ip, 1 g, duration of 14 days, frequency not reported). The action taken with physioneal therapy and patient outcome were not reported. The patient was still in the hospital. No additional information is available.